Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator was unable to acquire a 12 lead on a patient. There was no negative patient impact.